Event description:
A customer contacted baxter (B)(4) regarding a leak from a minicap transfer set. The customer stated that the liquid could not be stopped even after closing the clamp. There was no disinfectant used. There was patient involvement, but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). This complaint was confirmed during the sample evaluation; however, no root cause could be determined. The sample was visually inspected with broken occluder feet and no whitish spot on the occluder leg noted, which indicates possible over-torquing. Leak testing and a clear passage test were performed with no issues noted. A clamp function test was performed with broken occluder feet noted. Visual inspection noted no whitish spot on the occluder leg that would indicate possible over-torquing.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed if additional information is received.